Manufacturer narrative:
Correction to adverse event or product problem; date of event (mm/dd/yyyy): stated (B)(6) 2016. Corrected to (B)(6) 2016. Based on the additional information provided, kci's determination remains the same. It cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wound resulting in additional therapies and surgery for remove the foreign material. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Multiple attempts have been made to obtain additional information regarding the alleged event, but there has been no response. This report is being filed due to possible user error.

Event description:
On nov 3 2016, the following additional information was identified by kci after completing a review of the patient's medical records received from the wound care center: on (B)(6) 2016, the wound care center noted the patient had redness laterally and some tenderness at the site, but the patient denied fever and chills. Activ.a.c. Therapy was placed on hold. On (B)(6) 2016, the patient was admitted to the hospital with a complaint of new erythema and an increased area of tightness and redness to the area. The admitting physician notated there was a new abdominal wall abscess with severe pain despite the use of augmentin for the pre-existing abdominal abscess. On (B)(6) 2016, the hospital wound care nurse noted that the wounds was full thickness with moderate granulation and a wound color of pink with well defined wound edges and a scant amount of serosanguinous drainage. A wound tract at 9 o'clock measured 1.8cm and another at 3 o'clock that measured 3.8 cm. During the assessment there were 2 pieces of black foam removed. One piece measured approximately 5cm long and the second piece measured 1.5cm long. The physicians discharge note on (B)(6) 2016 stated that the final diagnosis was a new abdominal wall abscess most likely related to recent wound v.a.c.[dressing] insertion. On (B)(6) 2016, the wound care nurse removed 2 pieces of foam gauze. With additional toradol, the patient's pain and the induration of complications improved. Wound cultures came back as staph epi, but this was not thought to be the cause of the infection. On (B)(6) 2016, the wound care center's assessments noted the wound's character had improved. On (B)(6) 2016, v.a.c. Was restarted at 125mmhg. On feb 8 2016, the wound care center noted that the patient presented with increased swelling edema and redness medial to the open incision on the left with a small escape of pus. The patient underwent an incision and drainage of the abscess. On (B)(6) 2016, another incision and drainage procedure was performed. On (B)(6) 2016, the patient was discharged from wound care center services. The lot number of the v.a.c. Granufoam dressing was not listed in the patient's record, therefore a device history review could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was inadvertently left in the wound resulting in additional therapies and surgery for remove the foreign material. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Multiple attempts have been made to obtain additional information regarding the alleged event, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: while on v.a.c. Therapy between the dates of (B)(6) 2015 to (B)(6) 2016, the wound care nurse allegedly left the "sponge" in the wound, which led to additional therapies, surgeries, and lost time from work. The v.a.c. Granufoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on the additional information provided, kci's determination remains the same.

Event description:
On (B)(6) 2016, the following information was identified by kci after completing a review of the kci records: information received through correspondence from the patient on (B)(6) 2016 alleged that the patient had a retained "sponge" while on v.a.c.® therapy. The "sponge" is not radiopaque and it shreds easily. The patient lost five weeks of work.